Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse found the cardiosave intra-aortic balloon pump iabp fails drive manifold leak test. Fse replaced drive manifold. No logs associated with issue. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer. The defective components were received for further investigation. The failure analysis and testing department received drive manifold with a reported unit failure of unit fails drive manifold leak test. The failure analysis and testing dept. Performed a visual inspection of the part received and the part is in a good condition. Failure analysis and testing dept department installed the drive manifold assembly in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing dept. Found that the drive manifold passed all manifold leak test. The failure analysis and testing department cannot replicate the reported failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformance with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.